Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen, concentration not reported at ¿around 80mcg/day¿ via an implantable pump. The indication for sue was intractable spasticity. On (B)(6) 2018 it was reported that the pump flipped over right after it was implanted. Per the reporter, there was a death in the family shortly after implant, so the patient was not able to lay down and heal. When the healthcare provider tried to fill the pump in (B)(6), they were not able to. On (B)(6) 2018 the patient had surgery to have the pump flipped back over. Per the patient when the pump flipped the catheter was not affected. No further complications were reported or anticipated.